Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out the catheter tip. No occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 137 mg/d. The customer was advised that in order to troubleshoot their device, set and reservoir we may request that they change set and/or reservoir. The customer was advised to try a new reservoir with the current set. The customer was advised to rewind pump, placed reservoir in pump and run manual prime to at least 5.0 units. Customer stated the insulin pump did not alarm no delivery with manual prime. The customer was advised that changing the reservoir resolved the issue. The customer was advised to return the reservoir and will replaced it including the infusion set that was opened.